Event description:
Reporter stated the infusion device lost the date and time while in the run mode and this resulted in the wrong amount of insulin being delivered. The patient experienced several episodes of hypoglycemia as a result. The infusion device was requested for evaluation.

Manufacturer narrative:
The complaint can be verified. According to the pump history, the time/date settings have been lost after restart of the pump/battery change. The acid of the supercap has leaked out. Therefore, the supercap and the surrounding electronic parts are corroded. A supercap is a capacitor used for providing energy to the memory integrated circuit to keep the date and time setting for a while, when no battery is in the pump. The insulin pump correctly notified the user to check the date and time setting after restart. The history analysis showed, that the user did not set the date and time correctly, when the insulin pump restarted. Therefore the hourly basal rate settings differed from the rates normally applied, when the pump has the date/time properly adjusted. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications.

Manufacturer narrative:
The event occurred in (B)(6).